Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered due to oversensing of noise on the right ventricular (rv) lead. Detections were programmed off and the rv lead was subsequently explanted and replaced. The physician noted during the procedure that there seemed to be a break internally on the rv lead. It was also reported that the first episode of oversensing occurred the previous year resulting in an aborted ventricular fibrillation (vf) therapy; however, it appeared to be electromagnetic interference. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.